Event description:
Nurse noted that the tubing on the secondary set was "frayed' when she was priming tubing. Tubing had just been removed from pack. Physical inspection reveals rough area on tubing with a small slit that allowed IV solution to leak. No patient contact or injury.